Event description:
It was reported that during a lap gastric bypass procedure, at a gastro-enteroanastomoses samt entro-entroanastomosen the firing did not execute as well as it should have. The actual firing went well and everything was done accordingly but when the instrument was opened and taken out of the bowel the surgeon noticed a larger wound than is normal. It seemed that the serosa had been pulled/torn during the firing and that it had caused a larger cut than the size of the stapler. This lead to a delay of the procedure as the surgeon had to stitch the wound with sutures. The patient was caused no harm and the procedure could be completed without any difficulties even though it had taken longer than expected.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.